Manufacturer narrative:
Additional information: the physician intentionally deployed the device inside the sheath. No particular defects were observed in the product itself. Although this is only for the physician's experience, until now, if it were unsheathed, it would have been possible to deploy, but this time it was stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an everflex entrust self-expanding stent with a 5fr sheath during treatment of a plaque lesion in the patient¿s right distal external iliac artery. Moderate vessel tortuosity was reported. Lesion exhibited cto (chronic complete occlusion: 100%) stenosis. The device was passed through a previously placed stent. It was reported that a part of the stent was deployed in the sheath. The distal end of the stent is unfolded, and the proximal end of the stent is about 3-4 cm unfolded in the sheath. An attempt was made to remove the device, but the stent was stuck in the sheath, so it was decided to withdraw the device and push it into the blood vessel. A dilator was used when pushing it into the blood vessel. When the sheath was finally removed, part of the stent fractured. The fractured part was lined with a stent graft. Since no obstruction of blood flow was observed, the procedure was completed. No patient injury reported.

Manufacturer narrative:
Product analysis a portion of the stent was returned fractured and stuck in an unknown introducer the introducer was skived back and the section of the stent was released the fractured stent was measured and was approx. 27mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.